Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been two other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported that during an intraocular lens (iol) implant procedure, two cartridges cracked during implantation. The same iol was used during both attempts. The procedure was completed with a new lens and cartridge. There was patient contact, but no patient harm. There are two medical device reports associated with this event.

Manufacturer narrative:
A used cartridge was returned in the opened pouch. Viscoelastic is observed. Heavy stress is observed in the nozzle area behind the parting line. The tip also has heavy stress and a large aneurysm on the right side. The tip also has a small split on the bottom. The cartridge has evidence it was placed into a handpiece. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. The provided associated products are qualified for use with the cartridge. The root cause for the reported issue could not be determined. The returned used cartridge has heavy stress in the nozzle and the tip. The tip also has a large aneurysm on the right side and a small split on the bottom. The damage to the nozzle started in the thick wall cone area of the nozzle. Unusually high internal forces would be needed to create damage in this area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. This type of damage typically occurs if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; if the lens is advanced too rapidly or if the handpiece plunger is not positioned correctly at the trailing optic edge. If the handpiece plunger is not positioned at the trailing optic edge it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. The manufacturer internal reference number is: (B)(4).